Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a sores under the lifevest equipment. Patient described the area as open bed sores. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised removal of lifevest for the skin irritation. Outcome of the irritation is unknown as patient has passed away.